Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining no value results with ind flags for troponin (accutni) qc on the access 2 immunoassay system. It was discovered while troubleshooting with bec access hotline, an accutni reagent pack was misloaded and therefore in the incorrect slot of the reagent storage carousel. When this occurs the instrument does not detect either a wrong reagent pack or no reagent pack is present. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The customer discarded the misloaded reagent pack and verified all other reagent packs are within the correct slots. Repeat of accutni qc resulted within the customer's established ranges. The customer stated there were no patient samples analyzed on the misloaded reagent pack. Service was not dispatched for this event to date. Use error is the root cause for this event. Bec identifier for this report is (B)(4).